Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, an adverse event occurred. The patient stated at 3 he is not hearing his audio alerts from his phone which resulted in a hypoglycemic event and car accident. He stated while driving, he realized that he couldn¿t recognize the road despite regularly commuting along the route and due to the confusion, he was experiencing, tapped his gps to have it navigate home. Despite that he stated that he went over a curb and hit street sign twenty miles outside of town, when he had only been a mile away from home when he entered his car, and lost consciousness. He woke to the police who called his wife to notify her and called paramedics. The paramedics administered 3 doses of glucose to the patient after which he recovered without necessitating hospital treatment. At the time of contact, the patient was in normal condition. The patient had his phone connected to the car bluetooth, if the volume on the car is on low or off, patient will not hear audio alert. No product was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The reported allegation of no audio alerts on the g6 mobile application was not confirmed. The probable cause could not be determined.